Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 38 mg/dl at the time of incident and the current blood glucose level was 148 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose. Customer states they had problems connecting the glucose meter to the sensor. The customer was in the hospital and the battery was removed from the insulin pump. Customer states the hospitalization was due to fistula, not related to diabetes. Customer states the transmitter and meter were not communicating with pump. The insulin pump will not be returned for analysis.